Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: olympus surmised that the image was not displayed temporarily due to a faulty cable because the image was distorted by it. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the trans urethral resection of the prostate therapeutic procedure the camera head image goes out due to wire breakage. The procedure was extended by 25-30 minutes and was completed with another camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image goes out due to a wire breakage. Additionally, a defective cable was found and caused a broken image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.